Event description:
It was reported that the stylet was unable to be inserted into the left ventricular (lv) lead during the implant procedure. The physician suspected a combination of the lead and patient anatomy was the cause of the event. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of unable to insert the stylet was confirmed. As received, a complete lead was returned in one piece. A visual inspection of the lead revealed procedure related damaged to the inner coil and blood was noted at the s-curve region. The cause of the reported event was due to the procedure related damaged inner coil and blood in inner coil.